Event description:
It was reported that syringe 20ml ll tip conv pak leaked and had foreign matter inside. The following information was provided by the initial reporter: material no.: 305617 batch no.: 9338894 it was reported that the syringes are leaking from the plunger after being filled. It was also reported debris in syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 9338894 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, six picture samples were provided for evaluation by our quality engineer team. The pictures showed two syringes from various angles. Through examination of the picture samples, leakage was identified between the stopper component ribs. However, no other defects were identified. The reported defect of debris in syringe could not be observed. Through examination of the picture samples, leakage was identified between the stopper component ribs. At this time, based on the picture sample findings alone, an exact cause for this incident could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll tip conv pak leaked and had foreign matter inside. The following information was provided by the initial reporter: material no.: 305617, batch no.: 9338894. It was reported that the syringes are leaking from the plunger after being filled. It was also reported debris in syringe.